Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deploy and was pulled through the vessel. Manual pressure was held, and hemostasis was confirmed. The case was a success without closure. Patient condition was stable. There was no blood loss. There was no patient injury, medical/surgical intervention required. The procedure outcome was completed successfully. Additional information was received on 21april2020: all components were removed when pulling the device back to facilitate closure. Hemostasis was not achieved using a closure device after device came completely out of the vessel. The case was a coronary intervention. A 6fr. Sheath was used. An angiogram was performed, and common femoral artery access was confirmed. The only issue was with the angio-seal device. After the footplate was set and the pull back was performed the device came completely out and the staff and physician feel the footplate never actually set.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.